Event description:
Case description: investigation results: name: novopen echo, batch number: pvghc53. A visual examination of the returned product was performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the electronic register was checked. No remarks.visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During test-ing it was possible to deliver preparation from the cartridge.during test the memory display re-flected all pre-set doses.all mechanical functions were found to be normal. The dose accuracy was measured by weighing using a random cartridge.the results were found to comply with specifications.the electronic unit was examined. The results were found to com-ply with specifications.during examination of the product, no irregularities related to the com-plaint were detected. Name: novopen echo, batch: unknown. No investigation was possible, because neither sample nor batch number was available.if possi-ble, please forward the reported product(s) for further investigations. Name: novorapid penfill, batch number: 2024125803. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. It was requested, if possible, please forward the reported product(s) for further investigations. Since last submission case has been updated with the following information: -device available for investigation and returned to manufacturer updated for novopen echo 1. -investigation results updated for both novopen echo. -device tab: is non-reportable and malfunction fields updated to no for both novopen echo. -EU/ca tab: expected date of follow up removed and final report was ticked for both novopen echo. -device addendum: annex b c d g codes updated. -CAPA comment updated in eol. -narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected device novopen echo, batch number: pvghc53 has been returned to novo nordisk for evaluation. Upon examination, was found to be functioning normally and within specifications. No irregularities related to the complaint were detected during the investigation. Furthermore, reference sample analysis did not reveal any abnormalities related to the observed problem. Batch documentation has been reviewed and found to be normal. As no faults were found on the returned device, it is not possible to elucidate a clear root cause for the experienced adverse events. (B)(6) 2025: the suspected device novopen echo (batch number unknown) has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. H3 continued: evaluation summary: name: novopen echo, batch number: pvghc53 a visual examination of the returned product was performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the electronic register was checked. No remarks.visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.during test the memory display reflected all pre-set doses.all mechanical functions were found to be normal. The dose accuracy was measured by weighing using a random cartridge.the results were found to comply with specifications.the electronic unit was examined. The results were found to comply with specifications.during examination of the product, no irregularities related to the complaint were detected.

Event description:
Event [preferred term] (related symptoms if any separated by commas) hypoglycemia [hypoglycaemia], inaccurate dose memory, for example, it be adjusted 7 units to inject and displayed 10 units when checking the dosage [device information output issue], had inaccurate injection doses [incorrect dose administered by device]. Case description: this serious spontaneous case from china was reported by a consumer as "hypoglycemia.(hypoglycemia)" with an unspecified onset date, "inaccurate dose memory, for example, it be adjusted 7 units to inject and displayed 10 units when checking the dosage(device displays incorrect message)" with an unspecified onset date, "had inaccurate injection doses(incorrect dose administered by device)" with an unspecified onset date, and concerned a 10 years old male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes", , novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes", , novorapid penfill (insulin aspart 100 u/ml) (dose: 8 units in the morning, 6-6.5 units at noon, and 6 units at night) from unknown start date for "type 1 diabetes", patient's height: 138 cm patient's weight: 42.5 kg patient's bmi: 22.31674020. Dosage regimens: novopen echo: novopen echo: novorapid penfill: current condition: type 1 diabetes (?? (B)(6) 2019). Concomitant products included - lantus(insulin glargine) on an unknown date patient reported that there was repeated occurrences of inaccurate dose memory, for example, it be adjusted 7 units to inject and displayed 10 units when checking the dosage. It was reported that another novopen echo was used while the patient was hospitalized and it was unclear whether the suspected products novorapid penfill and novopen echo were used before hospitalisation. Batch numbers: novopen echo: pvghc53 novopen echo: unk novorapid penfill: 2024125803 . Action taken to novopen echo was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "hypoglycemia.(hypoglycemia)" was not reported. The outcome for the event "inaccurate dose memory, for example, it be adjusted 7 units to inject and displayed 10 units when checking the dosage(device displays incorrect message)" was not reported. The outcome for the event "had inaccurate injection doses(incorrect dose administered by device)" was not reported. Reporter's causality (novopen echo) - hypoglycemia.(hypoglycemia) : unknown . Inaccurate dose memory, for example, it be adjusted 7 units to inject and displayed 10 units when checking the dosage(device displays incorrect message) : unknown. Had inaccurate injection doses(incorrect dose administered by device) : unknown . Company's causality (novopen echo) - hypoglycemia.(hypoglycemia) : possible inaccurate dose memory, for example, it be adjusted 7 units to inject and displayed 10 units when checking the dosage(device displays incorrect message) : possible had inaccurate injection doses(incorrect dose administered by device) : possible reporter's causality (novopen echo) - hypoglycemia.(hypoglycemia) : unknown . Inaccurate dose memory, for example, it be adjusted 7 units to inject and displayed 10 units when checking the dosage(device displays incorrect message) : unknown . Had inaccurate injection doses(incorrect dose administered by device) : unknown . Company's causality (novopen echo) - hypoglycemia.(hypoglycemia) : possible inaccurate dose memory, for example, it be adjusted 7 units to inject and displayed 10 units when checking the dosage(device displays incorrect message) : possible . Had inaccurate injection doses(incorrect dose administered by device) : possible . Reporter's causality (novorapid penfill) - hypoglycemia.(hypoglycemia) : unknown . Inaccurate dose memory, for example, it be adjusted 7 units to inject and displayed 10 units when checking the dosage(device displays incorrect message) : unknown . Had inaccurate injection doses(incorrect dose administered by device) : unknown . Company's causality (novorapid penfill) - hypoglycemia.(hypoglycemia) : possible . Inaccurate dose memory, for example, it be adjusted 7 units to inject and displayed 10 units when checking the dosage(device displays incorrect message) : possible . Had inaccurate injection doses(incorrect dose administered by device) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No consent for safety follow-up questions, hence no further follow-up is possible.